Event description:
A caller reported an incompatible os issue with the adc application in use with iphone 13/ os: 16.3.1/ version: 2.7.3.3641 and was unable to "activate/link sensor with app". As a result, the customer experienced symptoms described as confusion and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose of 39 mg/dl and provided a glucose injection treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported a scan error message. Attempted to replicate the issue using similar device configuration, was successfully able to scan the sensor, and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an incompatible os issue with the adc application and was unable to "activate/link sensor with app". As a result, the customer experienced symptoms described as confusion and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose of 39 mg/dl and provided a glucose injection treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.